Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the device was not submerged to activate the coating. During the procedure of the narrow, mildly calcified, 90% stenosed, mid circumflex artery, the 3.5 x 08 mm nc trek balloon was advanced for post-dilatation, but failed to cross the lesion. After several attempts, the proximal shaft separated. The device was removed, without issue, in the guide catheter. A different trek balloon was used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The nc trek rx, global, instruction for use (IFU) instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if the reported IFU violation caused or contributed to the reported event. The investigation determined the reported shaft separation and failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.